Manufacturer narrative:
Additional information: d9, h3, h6. Correction to d2b: classification code. H10: the device was received for evaluation with the heater bag cut off for draining purposes. A visual inspection was performed with the naked eye with no issues noted related to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An in-lab heater bag was attached to the cassette; the cassette was machine tested with no observed alarms. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell one while the patient was connected. During troubleshooting, there was fluid underneath the device but the caregiver (cg) was not sure where it came from. The cg examined the bags and line connection but they were dry. The solution bags were hung on the side of table and they did not know if the unused clamps were open or a sharp object was used. The cassette interface and heater pan were also dry. Renal therapy services (rts) assisted the patient to start over with new supplies. Rts checked that unused clamps were remained closed and the line connections were tight. There was no patient injury or medical intervention associated with this event. No additional information is available.